Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was further reported that the right ventricular (rv) lead exhibited dislodgement, high thresholds, intermittent under-sensing and intermittent over-sensing. It was also reported that the rv lead was pulled into the right atrium. The rv lead was reprogrammed and then revised and remains in use. No further patient complications have been reported as a result of this event.